Event description:
Pt had severe urethral stricture. Pt schedule for cystoscopy dilation and insertion of volume prosthesis. As the filiform spiral tip was being introduced into the urethra, the tip broke away from the metal hub of the equipment. Retrieval of the long portion of the catheter caused bleeding. The procedure was aborted. Pt will be brought back to the hosp in several weeks for the procedure.